Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had been experiencing intermittent elevated blood glucose (bg 300-400s mg/dl). The infusion set was changed every day and no issues were observed. There were no alerts or alarms. However, the contact alleged the pump to be the cause. Insulin injections were administered to address bg. Tandem technical support assisted the contact with performing a pump system check and no device issues were observed. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
(B)(4). No additional issue was identified.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.